Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the bipolar function was not working on the erbe unit and was displaying error codes. The site was unable to perform troubleshooting because the issue occurred the day before, and he was not present during the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the reported issue was confirmable using logs; m-02 errors consistently logged between 11/23 and 12/8/2025. C-82, 1-87, 4-71, 3-71, c-71, c-83, 2-71, 3-87, 3-07 errors logged in log reviews between 11/14 and 12/8/2025 also related/of concern. Inspection during fa process was able to replicate the report event; unit tested on system, presents 4-71, m-02-3/m-02 errors on startup (12/17/2025 7:26 am us-ga). C-00, m-02 errors in erbe logs. The complaint was confirmed by failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.